Event description:
The facility reports, upon completing a weighing operation and putting the pt back on the bed, with leg strap released and the sling eased, the pt started to slide off the bed. The pt ended up on the floor. The pt sustained a fracture of the 4th and 5th metatarsal, and a possible tendon injury. The lift was inspected; the arc rest has small chips out of the moulding on the underside of the arm rests. There were numerous scratches and paint chips on the legs and castors caused by normal use. Three slings were inspected; one of three slings had a minor fray at the end of the belt. The unit was fully functional.

Manufacturer narrative:
The report from the customer describes a pt drop. The pt drop did not occur during the transfer cycle of the lift, but only after the pt was put back on the bed. Apart from cosmetic damage both lift and sling are reported to be in functional shape and there is no alleged deficiency of the products. The MFR concludes that, since there appears to have been no deficiencies and no direct causal link between the medical device and the pt dropping, the root cause of this incident appears to be insufficient knowledge of the operating instructions for encore. The MFR suggests the carers of this facility that use the encore be retrained against the operating and product care instructions, in particular the section "using your encore".